Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgeon manipulator (usm) was analyzed, and system logged errors 31226 and 32114. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a patient side cart fixture test platform (pftp) where it failed the fiber test on the clockspring and parallelogram. The complaint was confirmed based on both the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that they were getting a recoverable fault on the system. The customer stated that before calling in they did a hard reboot and powered the system back on, but the error returned. The customer stated they pressed the recover from fault button and the issue was cleared. The customer stated they were just starting the case and as they were explaining the issue, the error returned again. The isi tse viewed system logs and saw errors 25730, 32114, and 32097 pointing to universal surgical manipulator 1 (usm). The customer recovered from the fault, but the error returned a minute later. The customer stated they were going to bring in another available patient side cart (psc) to swap out with the original psc they had at the time. The customer used another psc and completed the procedure as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm due to springs issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.